Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A technical support specialist connected to the station, cleaned up the c drive, rebooted, and confirmed the station restarted without errors and was operational. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device screen black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.